Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for high pacing thresholds and high pacing impedance. The increase in both has been gradual since implant. T-wave oversensing (twos) was also mentioned but this had been addressed through programming. No patient complications have been reported as a result of this event.